Manufacturer narrative:
Analysis of suspect mvs (mobile viewing station) interface cable confirmed reported problem "mvs doesn't communicate with the ias." Mvs interface cable passed bench 100t and gbit communications testing as well as continuity testing. Installed the cable in test o-arm system and found the lemo connector does not seat properly and there is not a good connection with the rear cab breakout, resulting in intermittent charging and communication. Faulty lemo connector on mvs interface cable.

Manufacturer narrative:
Patient information was unavailable from the site. A replacement interface (umbilical) cable was shipped to the site. However, the suspect interface (umbilical) cable has not been received by the manufacturer for evaluation. Part not returned for analysis

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system was not communicating with the imaging system. After restarting both units, the system functioned as designed. The reported issue occurred prior to the procedure beginning. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the interface (umbilical) cable was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.